Manufacturer narrative:
Based on the claim against the product, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the long bipolar grasper instrument tip was broken off. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.